Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 224 mg/dl at the time of the incident. The drive support cap appeared normal. The customer also reported receiving a motor position encoder error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer also mentioned having low battery and troubleshooting was performed. In addition, the customer was also assisted with damaged troubleshooting for a crack in the right hand corner of the insulin pump. The customer did not know how the damage occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the rewind test, basic occlusion test, prime test and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm the motor position encoder error alarm due to erased history file. Pump passed idle current test, run current test, self test and off no power test. No unexpected low battery alarm noted. Pump had cracked case at display window corners.